Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported that the patient fell multiple times since implant, this occurred daily. The stimulation issue reported was not related to positional movement. The patient turned off the implantable neurostimulator (ins) on the day of the report and the symptoms resolved. The change in therapy/symptoms were considered sudden. There was severe burning pain 2-3 inches to the right of the ins that felt like "someone [was] poking [them] with a needle there". There was a loss of bowel control over the last 3-4 days. The most recent fall was in (B)(6) 2014, the symptoms at the ins site, loss of bowel control, needle poking sensation, were in (B)(6) 2015. It was reviewed that even though the falls were not recent, they could have caused damage over time that it was just presenting. Other relevant medical history contains peripheral neuropathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.